Event description:
It was reported that during service and evaluation, it was determined that the battery oscillator device had a liquid leak. It was noted in the service order that the device had low power. This event did not occur during surgery. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. However, it was reported that the event occurred in 2026. All available information has been disclosed.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H10 additional narrative: the actual device was returned for evaluation. A visual and functional assessment was performed on the device. The described failure by the customer was confirmed. It was found that the device failed visual inspection due to loose knob, damaged electrical ports and missing safety ring. The device failed the following inspection criteria according to the pre-repair: general condition check quick coupling for saw blades check oscillation frequency with frequency meter: during the assessment of the device, it was found that the turn knob of the device was loose. The issue with the loose turn knob was covered under a CAPA in our quality system. Furthermore, it was found that the electrical contacts were damaged and a safety ring was missing, leak was coming from the sleeve and the device was running with low power. Due to the loose knob a saw blade could not be secured. The most probable root cause for the loose knob is linked to a design related issue. The most probable root cause can be traced to normal wear. This is supported by the fact that the device was manufactured in june 2020. Further investigations are covered under a CAPA in our quality system. As part of synthes quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance.